Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not crossing over from server to station. A technical support specialist (tss) dialed into the station and reviewed the patient details. It was found that the patient had been admitted multiple times under different visit identification numbers. The tss advised the user to contact the admission, discharge, and transfer (adt) team to remove all entries except the one reflecting the current "admitted" status. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported that while using bd pyxis¿ medstation¿ es had a malfunction that the patient was not crossing over from server to station. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.